Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code. Subsequent attempts to interrogate the device were unsuccessful.